Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's husband reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 159 mg/dl. Husband states the customer has been having multiple no delivery alarms. Troubleshooting was performed and was able to prime without a no delivery alarm. However, he noted there was a greater than normal resistance when pushing the plunger and repeated issues. The customer was advised to change the set with current reservoir and insulin did not come out. Husband was not able to test the set because the customer had tossed it out. The device will not be returned for analysis.